Event description:
Reportedly, a sensing test was launched on the kora pacemaker s/n (B)(6) and could not be stopped. The battery of the tablet was therefore removed.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - analysis of the provided expertise files confirmed the reported behavior, as an inappropriate session ending was observed during a real time test on 17 march 2023. - in-depth analysis revealed that this software issue resulted from an inappropriate refresh of the programmer graphical-unit interface (gui) through windows messages (mfc) during the sensing test, which led to the temporary unavailability of the stop button. - it should be noted that this issue is limited to sensing tests and does not affect threshold tests. In addition, a pacing rate at 30 bpm is guaranteed when the issue occurs and until the sensing test in interrupted. - a software correction is planned to prevent recurrence of this issue.